Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests or test for the motor error alarms due to the compromised force sensor system error alarms. The pump was received with normal operating currents. The pump passed the self-test and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.